Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff repair, when the rotator cuff tissue was pierced, the firstpass suture passer catch mechanism detached. The detached piece fall inside the patient and it was removed using tweezers. The surgery was resumed after a non-significant delay using a back-up device. No further complications were reported. The current health status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image founds a piece of the device is detached. The rest of the tip is next to the detached piece. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. One side of the suture capture is missing and was not returned. Bio debris is present. There is no other visible defect. A functional evaluation showed pulling the lever will close and lock the jaw. Pulling the lever and trigger simultaneously will deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image founds a piece of the device is detached. The rest of the tip is next to the detached piece. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness, damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.